Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device on 2/26/2021. Visual inspection and microscopic examination were conducted on the returned device. The visual analysis of the returned sample revealed that the hemostatic valve was found dislodged inside of hub of the vizigo sheath. Microscopic examination in the hemostatic valve surface showed evidence of stress marks on the outer diameter. On the other hand, the brim cap and the silicone ring were placed in the correct position and found in good condition. As part of the biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. An internal corrective action has been opened to address this issue. It should be noted that product failure is multifactorial. Based on the information currently available, microscopic examination of the returned product indicates that hemostatic valve was found dislodged into the hub. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve, the stress marks and physical damage observed which suggest that excessive force was applied. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur.¿ a device history record was performed for the finished device 00001498 number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: pc-(B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. During the procedure, an attempt was made to reintroduce the dilator and the hemostatic valve was pushed into the hub. The diaphragm was pushed inward into the clear plastic hub area. Minimal backflow blood was observed. The patient¿s hemodynamics was not compromised. No intervention was required. No air entered the patient¿s body. The sheath was replaced, and the issue resolved. No adverse patient consequences were reported. With the information available, this event was assessed as a MDR reportable hemostatic valve separation issue.